Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings. No defect was found. Unable to duplicate the complaint. The last bolus delivery was a 1.0u bolus on (B)(6) 2016. And the last basal delivery was on (B)(6) 2016. Pump was exercised for 24hr time period; no unprogrammed boluses were delivered or recorded in the pump history during this time. Manually performed a 10u audio and 10u normal bolus. Pump was dl with diasend software; the dl verified no extra boluses were recorded during testing, only the manually performed boluses were recorded. No hypersensitive keys were observed on the keypad. No delivery interruptions or alarms occurred during the investigation. The daily insulin delivery totals correctly reflect user's programmed basal rates..pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 30 mg/dl with symptoms of confusion and shakiness. Patient was treated at home with glucose tabs until symptoms diminished. Reporter acknowledges that pump settings were recently adjusted by an hcp to accommodate a growth spurt, and accepts that this could be the cause of the lows. Reporter also states that hcp was consulted and that they downloaded the pump and extra bolus records were noted on diasend download report: reporter says these boluses were never given - no extra records noted in history. Because this pump is being replaced for an unrelated malfunction, the reporter has lost confidence and requested these concerns about the inaccurate delivery be documented. This complaint is being reported due to the allegation of inaccurate delivery and the patient's hyperglycemia.